Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned parts indicate that distal cut block exhibits dings, scratches and a hole is damaged . Drill pin exhibits fracture and severe damage on the flutes and the tip. Dimensional analysis of the fractured pin found no deviations from the measurable print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference: cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. (B)(4). Medical product - nexgen drill pin and screw inserter, catalog #: 00590102100, lot #: 62698714. Persona 0 degree distal cut block, catalog #: 42509901000, lot #: 62696374. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, as the surgeon was trying to fix the distal cut block with drill pins, one of the pins didn't go through the cut block hole and fractured. All pieces were retrieved. No adverse events have been reported as a result of the malfunction.